Event description:
It was reported that this implantable cardloverter defibrillator (ICD) had been programmed to only pace and sense in the ventricle due to a previous unspecified right atrial (ra) lead issue. It was unspecified as to when the unspecific lead issue had occurred and when the previous programming change had occurred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).